Event description:
Reporter indicated that high lead impedance readings were obtained on systems diagnostics during an initial implant. High lead impedance readings were obtained outside the pocket, so the surgeon reinserted the pin and irrigated the nerve and a dcdc of 3 was obtained. The surgeon repeated these steps a few more times and would obtain a dcdc of 4. The surgeon removed the lead and discarded it in the operating room. The surgeon then used a new lead and the high impedance readings resolved. The lead that was not used was discarded; however, it will be returned if it can be found by the staff.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.